Event description:
The customer reported that she was hospitalized for low blood glucose levels, with a reading of 17 mg/dl. Troubleshooting was performed, and found that the time was set to pm instead of am. The date was also incorrect. Assisted with the time and date change. Advised that having the wrong time programmed could have a major impact on her blood glucose levels if she had multiple basal rates programmed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at the time. We therefore, consider this report complete to the best of our knowledge.